Event description:
A sales rep contacted baxter corporate product surveillance to report that baxter the tubing of the extension set continues to collapse when in use with an evacuated container during therapeutic phlebotomies. The events occurred during patient use. There was patient involvement but no injury, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported condition was not confirmed, as no sample was returned for evaluation. Therefore, no assignable cause could be found for the reported condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. No conclusion can be drawn from the investigation. If additional information or samples becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated through sample evaluation. If additional information becomes available, a follow-up report will be submitted.